Manufacturer narrative:
Multiple attempts have been made for additional info but no customer response. Covidien was not authorized to service the device.

Event description:
Customer reported that the 840 ventilator psol was sticking while on a pt. No pt harmed or injured as a result of the event. The customer reported to have replaced the psol assembly. According to the customer, the ventilator passed all testing.